Event description:
It was reported that the programmer generated an error code and then the radiofrequency programmer head would not work. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the programmer head was not working, it had intermittent interrogation and was out of specification on uplink functional tests. Concomitant medical products: product ID 2090 programmer. (B)(4).